Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiac device implant, while the surgeon was performing a barbed technique for the first pass through loop end, the thread broke and the surgeon noticed that the loop end came undone while passing needle through the loop. The loop released, and was unable to anchor properly in tissue. A new suture package was opened to resolve the issue and complete the case. There was no patient injury.